Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cardioplegia pump would not turn on. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The complaint was confirmed by the user facility's biomedical engineer (biomed). The biomed narrowed the problem down to the transformer on the cardioplegia relay board. The cardioplegia relay board will be replaced by the biomed. If additional inf becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.